Event description:
It was reported that this device exhibited premature battery depletion consistent with that of a fault code 1003. Data analysis was completed and device replacement was recommended. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device exhibited premature battery depletion consistent with that of a fault code 1003. Data analysis was completed and device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device exhibited premature battery depletion consistent with that of a fault code 1003. Data analysis was completed and device replacement was recommended. This device was then explanted and replaced. No additional adverse patient effects were reported.